Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred a day before the surgery.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.